Manufacturer narrative:
(B)(4)

Event description:
It was reported that a diagnostic anomaly was noted while reviewing the patient's past merlin.net transmissions. It was noted that the in transmissions, the number of antitachycardia pacing therapy delivered for vt/vf episodes were not correctly displayed. No plans were made for the device and the patient will continue to be monitored.